Event description:
It was reported patient is experiencing pain, difficulty walking, loosening of implant, and knee instability post implantation. A bone scintigraphy to verify the state of the prosthesis and it was noted the prosthesis has failed. It was noted in report that lower part of the prosthesis had failed. It is unknown which component is loosen. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10: medical product: femur cemented posterior stabilized (ps) catalog # 42500606602 lot # 64039536. Tibia cemented catalog # 42532006702, lot # 64160246. All poly patella catalog # 42540000029, lot # 6416391.7 unk cement catalog # unk, lot # unk. G2: spain. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d5; g1; g3; g6; h1; h2; h3; h6; h10. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.